Event description:
A biomedical engineering technician reported low vacuum during the cortex removal mode of a cataract extraction with intraocular lens implant procedure. The surgery was completed using the same system with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).